Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during pumping. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to load a new cartridge successfully and resume insulin delivery.